Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The universal sling bar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release. As stated in the universal sling bar 450 qrh instruction for use (7en160185 rev. 5), care and maintenance section: a periodic inspection of universal sling bars should be carried out at least once a year. When performing periodic inspection this component shall be tested by rotating the sling bar. If any abnormal movement is detected, the lift will not pass the periodic inspection. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hill-rom and using original liko spare parts. The periodic inspection for liko mobile lifts (3en371001 rev 5), section 6 states the following: slingbar: check that the unit rotates freely on its bearings. Make sure the sling bar doesn¿t rotate unevenly, wobble or the spinning stops due to high friction. Make sure that both latches are mounted and fall back against the body of the sling bar. Check that the sling bar is correctly fastened. Make sure there are no deformities in the attachment points. A search of hillrom preventive maintenance (pm) was conducted, and it resulted in no pm records found for this lift. It is unknown if the customer performs their own preventative maintenance. Furthermore, it is noted that the lift was manufactured in november 2006, hence it has exceeded is expected lifetime of 10 years. An inspection performed by a hillrom technician confirmed that the sling bar center bolt broke, causing the sling bar detachment and the subsequent patient fall. It was also noted that several training options were offered to the customer, but a training session has not been arranged yet. The inspection also noted that an incorrect hand control had been installed, however, this issue was unrelated and could not have caused the reported event. In conclusion, in this event, it is unknown the exact nature of the injuries and whether they required medical and/or surgical intervention to preclude permanent damage to body structure. However, based on the report that the patient sustained an open wound to the back of the head, hit the floor in multiple areas of her body, and the event resulted in unexpected or prolonged care, it is reasonable to conclude that a serious injury occurred. The exact cause of the breakage is undetermined, however, based on the reported sequence of events, age of the device/lack of documented preventative maintenance and technician findings, the reported malfunction was likely due to wear from frequent and uneven loading (tilting) of the sling bar by the end user. Several training options were offered to the customer, but a training session has not been arranged yet.

Event description:
The customer reported that while a health care assistant and student were lifting a patient into the bathtub using a viking m lift, "the sling connection piece" broke apart with a bolt being snapped in half. The patient fell approximately 3 to 4 feet to the ground hitting all pressure points on her left side, including: back of head including neck, left shoulder, left arm, and the left hip struck the right leg of the lift. It was also noted that the patient was bleeding from the back of the head and screaming out in pain. Medical and/surgical intervention were not reported; however, the customer confirmed the event resulted in unexpected or prolonged care. This incident was captured under hillrom complaint ref (B)(4).